Event description:
The customer reported that the bixcut reamer broke at the base during surgery.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the failure mode. Device inspection revealed the following: the provided im reamer shaft of the bixcut system shows extensive signs of usage. The reamer shaft is broken at the last windings near the adapter. The breakage surfaces show the typically rough and cliffy structure of a gliding fracture. Because the outer spiral is not unwinded the reamer shaft broke during operating in clockwise direction due to torsional overload. Fragmentation of the material was not visible. The tips of the reamer shaft were found intact; material fragmentation was not visible. The found torsional overload in clockwise direction indicates that the used reamer head got stuck within the bone channel (i.e. Dense cortical bone). Due to operating the jammed reamer shafts the spiral material got overloaded and broke. The operative technique includes that reaming shall be performed in 0.5 mm steps. Furthermore, the IFU includes that all instruments shall be handled with care; only sharp drills shall be used. Based on the given information a manufacturer related issue can be excluded; the case is attributed to an inadequate usage (user related). Reaming should always be done by using a guide wire with ball tip for sufficient guidance and connection of the reamer. If no guide wire or a guide wire w/o ball tip is used, eccentric reaming may occur resulting in bone damage or the reamer head may dissociate from the reamer shaft, which may result in falling down on the floor or loss of the reamer head inside the marrow cavity. No indications of material, manufacturing or design related problems were found during the investigation. As the device had been in use for more than 14 years (manufactured in 2004), we can conclude that the device had fulfilled its tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. Based on the given information a deficiency of the reamer could not be verified. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the bixcut reamer broke at the base during surgery.